Event description:
The customer reported an issue with the touchscreen on their pump, which required pressing hard for the screen to register choices and took longer than expected to respond to input. There was no adverse impact to the customer's blood glucose level. The patient declined additional troubleshooting for the issue, and technical support documented the problem and closed the case with no further action required. No additional information was received regarding the outcome of the event.